Event description:
Caller states patient reportedly received result of 393 mg/dl on inform system 1, and 55 mg/dl and 56 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550511, expiration date 05/31/2009). Reference medwatch report with a1 patient is for the suspect device used in system 2.